Event description:
The international affiliate reported that the transfer set loosened from the patient's titanium adapter in 2007. The home patient developed peritonitis and received 1 g cefacidal ip and two 500 mg doses of velosef orally. He was also given an unspecified dose of vancomycin ip about three days later. The last doses were administered at approximately 2 weeks later. An efflluent culture was taken in 2007; no bacterial organism was identified. There is no exit site or tunnel infection according to the international affiliate..

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA april 5, 2007. The sample is unavailable to be returned for analysis.